Event description:
A malfunction alarm with code "malf 9" was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurs, acknowledging and understanding the guidance provided.